Event description:
New information received notes that the right atrial lead also exhibited low pacing impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change with the right atrial lead exhibiting over-sensing. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.